Manufacturer narrative:
H6: updated codes for health effect impact code, type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary no product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy at innominate artery preventing successful delivery of impella. Device history review device passed all post sterile inspection checks.

Manufacturer narrative:
Medical safety/clinical reviewed the event. The patient was a 73-year-old with a history of peripheral artery disease, coronary artery disease, hypertension, hyperlipidemia, and active tobacco use who presented with exertional chest pain. A nuclear stress test was positive, and cardiac catheterization revealed an 80% occlusion of the left anterior descending (lad) artery. During percutaneous coronary intervention (pci), a lad dissection occurred, and the patient went asystole requiring approximately two minutes of CPR, after which return of spontaneous circulation was achieved. The patient was intubated, and three stents were placed in the lad; however, the dissection could not be fully covered. The patient remained hemodynamically unstable with ongoing cardiogenic shock requiring high-dose vasopressors and was taken emergently for coronary artery bypass grafting (CABG) with planned impella support (indication: pccs/lcos). An unsuccessful attempt was made to implant an impella 5.5 via right axillary artery. After multiple attempts, the impella 5.5 could not be advanced past the innominate artery, and the procedure was aborted. An impella cp was subsequently implanted via axillary cutdown and was successfully placed. Impost impella cp implant same day, the patient experienced a major bleeding event with significant chest tube output, requiring transfusion of approximately 12 units of blood products intraoperatively. Over the subsequent days, the patient developed atrial fibrillation with rapid ventricular response, acute kidney injury requiring nephrology consultation and planned continuous renal replacement therapy (crrt), white blood cells elevated with concern for sepsis, and thrombocytopenia necessitating interruption of heparin therapy. The patient remained critically ill, intubated, and on combined mechanical circulatory support including impella (p4) and veno-venous extracorporeal membrane oxygenation (vv ECMO). It was noted despite ongoing support; there was no meaningful clinical improvement. A decision was made to withdraw life-sustaining support leading to the patient's subsequent demise. H6. Investigation type/findings/conclusion remains unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The 5.5 was advanced through the graft and into axillary artery but the team was unable to advance the pump past innominate artery. After multiple attempts by the doctors to advance the pump, the decision was made to place impella cp via axillary cutdown. The placement of 5.5 was aborted.